Event description:
My name is (B)(6). I am a current user at the dexcom g7 medical device. I use this device to help manage my type 1 diabetes. I've also been living with my type 1 diabetes from the age of 16. I am now currently 32. I'm sure you're capable of doing math during that time. I have seen several revelations in type 1 diabetes management. Most exactly insulin pumps top at a game changer. Am I right? Well. Anyways, more to the point of this email. Several times in the past few months of using the dexcom g7 I have had major issues with the dexcom, not communicating and or signals being cut out with the omnipod 5 which I also use to help manage my type 1 diabetes. However, the omnipod is not the reason for this complaint email. I've also had several false and martin partonly in my opinion, more several false low's of my blood sugar readings. For whatever reason, note these readings continue to be highly and inaccurate just the other day I had a reading 40, I went to the old finger stick method because I know my body. I know my mannerisms and I know the signs to look for when your blood sugars. It's that low. It's dangerous so I told the recall ahead of possible which is easily treatable with a can of soda that was dangerous. I could have had a very negative turn of events if I had decided to treat a fletcher of 40 in chopping with gluciana as I am sure you are aware. Just this morning I had another issue of a very high fall splutcher reading the dexcom. G7 told me that my blood sugar was over 240. I went back to the old finger stick method this morning. I was only at 177. I don't know the exact preferment of have a monitor that scale from the age of 15. I was always told that your you know 107, 109 or whatever. I don't know the name or measurement for that. However, I find it ridiculous that I can't reach out to dexcom and receive any customer support. I have gone to my met her whole professional in regards of trying to get some type of support or at least guidance. They had me in their office at least three times ever since I started seeing them most recently. Again, it's because of the dexcom g7 and its irregular readings for a separate issue that's causing to a complication with my diabetes. I'm sorry in order to get this issue immediately addressed their staff has zero things to offer in the way of guidance outside of getting a hold of dexcom, they also refuse to answer my emails and this is ridiculous. You are toying with somebody's life. I need this device to work. I need it to be accurate because it keeps me out of the ER and it keeps me out of the (B)(6) grave (B)(6) my friend. I can't afford an emergency room visit every time I put on one of these devices majority of americans. Right now, I am living paycheck to paycheck. I can't afford an emergency room visit because somebody shot a chinese made blood glucose monitor is reading 30 points off. I am in current need of I guess more or less guidance on how to get these problems addressed. Or maybe more importantly the name of a good medical attorney so I can file a class action lawsuit. Best regards, (B)(6) dictated but not read.